Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The malfunction was duplicated and attributed to an incompatible configuration installed. The user recently updated the device software version and reloaded the old configuration (not compatible) which corrupted the device configuration. The configuration was restored to its default settings and manually configured to resolve the issue. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device shuts off. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.